Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Performed voltage test and unit failed. Performed share log review and confirmed customer complaint. The customer complaint was confirmed because the device displayed a fatal error on the log. The reported event of transmitter failed error was confirmed. A root cause could not be determined.